Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot/serial#: (B)(4), product type: programmer; patient. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was urinating full force every 30 minutes yesterday and last night. Additionally, the caller noted that the patient was having to used depends and has not had a lot of bowel movement. When the patient tried to use the patient programmer (pp) it would not turn on and indicated that the batteries in the pp were likely depleted so the patient planned to get new batteries. The patient reported that there were no falls of trauma associated with this issue, but did indicate that the symptom return was sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's problem resolved and it was just a dead battery on the programmer. No further complications were reported.